Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Belt (B)(6) was returned for investigation into lack of gel deployment from the therapy electrode (te) during the event. Upon eval there were three blisters out of ten on the rear 2-wire therapy electrode which did not deploy gel. An internal corrective action was initiated. Per ansi/aami df80, two tes have sufficient surface area for adult external defibrillation. In this event, all tes deployed with the exception of three blister. The impedance reading was 37 ohms for the first treatment and 31 ohms for the second treatment. Those values are within normal range. Device eval of the monitor was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4)- reuse; electrode belt (B)(4)- 9/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated two times on (B)(6) 2015 at 20:44:56 and 20:45:21. Asystole with intermittent cardiac activity contributed to the false detection. A review of the downloaded data indicates that the response buttons were not pressed during the event. The pt ended use of the lifevest to received an ICD.